Event description:
It was reported the pt is not receiving effective stimulation therapy from his scs system. A sjm rep met with the pt, but was not able to successfully reprogram the pt's system. The pt stated he has been reprogrammed multiple times in the past, an dhe rarely uses his stimulation because when he turns up the amplitude he experiences uncomfortable stimulation in his stomach and back. The pt is undecided if he wants to undergo surgical intervention to address the issue at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.